Manufacturer narrative:
H3: product analysis: evaluation of the device determined both distal and output drive shaft bearings are detached. The likely cause of failure could not be determined. It was also noted that the lock-unlock twist was stuck, the tool was not locking in the attachment, the tube could not be extended or retracted as the dial was stuck, some components of device are too corroded and stuck on the output drive shaft; and the laser markings are partially faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a repair request, and no alleged product deficiencies were reported. There was no patient impact reported due to this event. Additional information was received stating the device had detached bearings.